Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after approximately 4 years of service, exhibiting a monitoring voltage of 2.61volts and a charge time of 17.9 seconds. It was reported that this patient paces 7% of the time, and has not required any shocks. A guidant technical services (ts) consultant discussed that the device declared eri based on charge time, and recommended returning the device to guidant following explant so that it can be analyzed for premature battery depletion. To date, there have been no reported patient symptoms associated with this clinical observation.